Manufacturer narrative:
(B)(4). Date of initial report sent: 04/19/2010.

Event description:
Procedure type: hernia. According to the reporter: while inserting the product it split. There was no patient injury reported.